Event description:
My client received electro-convulsive therapy, known as ect or shock treatment, and experienced very severe memory loss. His memories for the time period prior to the shock treatment have never returned.